Event description:
The olympus representative reported on behalf of the customer that during preparation for a diagnostic gastroscopy procedure, the evis lucera elite gastrointestinal videoscope presented with a clogged nozzle. During the pre-use inspection, the scope was being used with the cv-290 evis lucera elite video system center. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. It was noted that a unknown foreign substance was clogging the nozzle and could not be removed, which caused incorrect or insufficient reprocessing on the device. Additional issues were identified during the device evaluation: the switch had a pin hole, which compromised the water tightness; the distal end of the insertion section was wrinkled; and the air/water flow was insufficient. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.